Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticmo13.7, -14.50/2.0/086 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2021 the lens was explanted due to elevated iop without pupil block and angle closure. A replacement lens of shorter length was later implanted. "Length of implant" was reported as cause of event. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, with moisture. Visual inspection found no visible damage to lens. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5: the reporter indicated that a 13.7mm, vticmo13.7, -14.50/2.0/086 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was explanted due to elevated iop without pupil block and angle closure. A replacement lens of shorter length was later implanted. "Length of implant" was reporter as cause of event. It was reported that the problem resolved. Claim # (B)(4).